Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm after battery completely dying. Customer's blood glucose was 300 mg/dl. During troubleshooting, alarm history showed a low reservoir, low battery alert, and an auto off. After troubleshooting, customer was able to resolve issue. Customer was advised that battery cap would be replaced.